Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot#: 082225518a, product type: accessory product ID neu_stimloc_acc, lot#: unknown, product type: accessory. Other relevant device(s) are: product ID: neu_stimloc_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that during the operation, the burr hole cover screw was bent while implanting in patient's skull and the device could not be used normally. The operation was performed with a new lead/burr hole cover device on the day of surgery. The cause could not be determined. The patient was in good condition and no symptoms/complications were reported.